Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01226.

Event description:
Allegedly per surgeon, patient has presented with increasing pain and evaluation has revealed metal hypersensitivity to both cobalt and molybdenum. Compassionate use patient was revised through compassionate use protocol for suspected pseudotumor as a result of cocr modular neck. The modular neck component was removed and showed corrosion at the modular neck / stem interface.